Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the incorrect cubie containing carvedilol 3.125 milligram tablet was ejected. A technical support specialist (tss) confirmed through myqlink that the correct medication had only ever been assigned to pocket 02 02 in this cabinet, and the drawer already contained the correct cubie in that position. The tss confirmed that the ejected cubie was likely misplaced previously into an incorrect drawer and became loose, causing it to eject when the drawer opened. Then the customer was advised to return the cubie to pharmacy. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, a medication ejection failure occurred. During a retrieval attempt from drawer 5, an incorrect cubie was ejected, and the cubie could not be reinserted. The expected medication was pantoprazole 40 mg dr tablet; however, carvedilol 3.125 mg tablet was dispensed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.